Event description:
An international distributor contacted dexcom technical support on (B)(6) 2013 to report that a patient's mother had contacted the distributor and reported that the patient had missing cgm data on (B)(6) 2013. At the time of report to dexcom technical support, no medical intervention or injuries were reported by the distributor on the patients behalf.the device is not indicated for use in pediatric patients.